Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to remove the excess skin on (B)(6) 2014. The implanted device remains.